Manufacturer narrative:
UDI number: (B)(4). The valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, based on the limited information provided, the root cause for the valve stenosis 3 years and 7 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, 3 years and 7 months post deployment of a 26mm sapien 3 valve in the aortic position, the patient reported feeling increasing shortness of breath (sob) on exertion for several months, with recent acute increase of the sob. The patient also reported chest pressure, edema in the lower extremities and fatigue. Tte indicated severe prosthetic valve aortic stenosis. The peak systolic gradient measured 125 mmhg, the mean systolic gradient measured 76 mmhg. Mild pvl was also noted. The decision was made to performed a valve in valve and implant a second sapien 3 valve. During the transfemoral valve in valve procedure, bav was performed prior to the advancement of the second valve. The sapien 3 valve was carefully positioned and successfully deployed. Supravalvular aortogram and echo confirmed no aortic insufficiency and trace pvl. The mean gradient was reported as 16 mmhg. The procedure was completed, and the patient was transferred in stable condition. The patient was discharged on postoperative day (pod) 2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.